Event description:
Customer reported poor image quality and there is an artifact in images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and upgraded the software. System operates as intended.